Event description:
The account alleges that during the process of inflation, the handle was found to be damaged and became disconnected from the device. No patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and one similar complaint for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformance's of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.